Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, the brush would not retract into the sheath during functional testing. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, the brush would not retract into the sheath during functional testing. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown but is (B)(6). (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the brush slightly extended from the distal end of the sheath, and the handle cannula was bent. The brush would extend and retract when the handle was actuated; however, the brush would not retract fully into the sheath. The working length was noted to be kinked in several locations. The condition of the returned device was consistent with the complaint that the brush would not retract; the complaint was confirmed. The most probable root cause of the defects identified is handling damage. A search of the complaint database revealed that no other complaints exist for the specified lot.